Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reoperation has not been scheduled at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture, pain and silicone migration. The device remains implanted.